Manufacturer narrative:
X-ray tube device manufacture canon electron tubes & devices. Model dsrx-t7345gfs : serial (B)(6).

Event description:
In a japan hospital on (B)(6) 2023 an error occurred (error x75: x7e is an error that means the starter is not working properly) while the system was in standby mode following inspection. The operator followed recovery method on the system monitor but that did not resolve the error. Therefore the operator attempted to restart the system. After restarting the system smoke emitted form the x-ray tube. Service personnel found that the starter cable terminal connector of the tube was burnt out. No fire alarm detected, it was self-extinguishing and no harm to patient or hospital staff.